Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided 73k150 075 is incomplete. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples got stuck and stopped working. The patient's condition is unknown at this time.